Event description:
The pump was returned for service reporting "turns self off". The facility's clinical engineering department reported the device powered itself off during routine biomed testing. No patient injury has been reported. No additional details are available.